Event description:
It was reported, the patient lost stimulation due to the trial lead being entirely pulled out of the epidural space. In turn, the physician decided to end the trial on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.